Event description:
It was reported to MFR that while planning on a another product, the treatment plan printout displayed incorrect jaw labels. This resulted in incorrect info being sent to the accelerator. The concern is that this issue could result in mistreatment of the pt. No mistreatment was reported. Therapist caught the error before the pt was treated.